Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was returned with contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. The analysis confirmed that there was a longitudinal rupture in the middle of the balloon for a length of 11 millimeters. Balloon material ruptures may be related to factors such as, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. It was noted that the balloon was initially soaked and prepared outside of the body per the instructions for use (IFU). As there was no report of any leaks noted during preparation for use and the balloon was initially pressurized twice without incident, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was characterized as narrow and heavily calcified, which likely contributed to the reported difficulties. Scanning electron microscopy (sem) analysis, which confirmed the longitudinal rupture in the working length of the balloon. The sem report concluded that the balloon failure initiated along the inner surface may have been attributed to exposure conditions during the procedure or a material/processing discrepancy. Longitudinal lines and partial tearing was observed along the inner surface adjacent to the fracture. Damage of this type may result from multiple inflations and/or high stress being applied to the balloon material. It is likely that the catheter met resistance from an interaction with the heavily calcified lesion, such that the balloon became weakened and ultimately ruptured after multiple inflations to the rated burst pressure (rbp). This likely contributed to the noted resistance during removal as the ruptured balloon material may have interacted with the calcified lesion during retraction of the device. The reported difficulties appear to be related to circumstances of the procedure. It was reported that force was applied against resistance during advancement. It should be noted that the rx voyager IFU states: treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of (B)(4) and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Since the balloon was successfully inflated twice without difficulty, the improper use does not appear to have directly caused or contributed to the reported rupture. A review of the lot history record for the reported lot did not reveal any nonconforming material records that could have contributed to the reported incident. Additionally, a query of the viper complaint-handling database was performed and there have been no other incidents reported for a balloon rupture of difficulty removing the device with this lot. Based on the investigation, there is no indication of a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the heavily calcified mid left anterior descending artery, a 2.5 x 20 mm voyager t rx dilatation catheter was advanced into the patient anatomy. Significant resistance was encountered and force was applied. The balloon was inflated; however, the balloon ruptured at 14 atmospheres on the third inflation. The device was removed from the patient anatomy with some resistance. Another same device was used. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.